Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to broken proximal to the fiber/cap fusion zone, beneath the metal cap; the fiber proximal to the fracture was found to rotate independently of the metal cap. The metal cap also exhibited char, detritus and devitrification at the output window. Both caps remain intact and attached. The identified issues may activate the laser systems fiberlife function will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: the fiber card was verified to have 37,860 joules of use on (B)(4) 2012. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
Four surgical fibers were returned to the manufacturer with no indication of the reason for return. No additional information is available. There was no report of patient injury. This report is for fiber #4.